Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory alert for non sustained lead noise due to myopotentials. The device was reprogrammed and remains implanted.